Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit false positive for all flu test kits. The following information was provided by the initial reporter false positive for all flu test kits lot #0302309 and #0301428 with control failed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 0302309. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot#: 0301428. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit false positive for all flu test kits.the following information was provided by the initial reporter false positive for all flu test kits lot #0302309 and #0301428 with control failed.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿false positive result¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number 0309069. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Bhr and retain sample testing were performed on the batch number provided and no issues were found. Samples were returned for investigation and results were acceptable. A trend analysis for false positive was conducted, no adverse trend was identified. Review of risk management documentation indicates that the potential risk of the reported complaint (false positive) was assessed as severity s3 (reference line # 76) via document ra0002, rev 06. The complaint was unable to be confirmed. The root cause could not be identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.